Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hypoglycemia with a lowest blood glucose of 42 mg/dl after eating breakfast, performing yard work, and receiving a correction on the pump; the device alerted to the low, the event was under 90 minutes, and the user self-treated with glucose tablets and food, with recovery reported. Symptoms included shakiness, blurry vision, and incoherence. Outcomes included no need for outside assistance, no emergency services, and no medical intervention or hospitalization. Investigation included complaint intake, troubleshooting, and user education. Investigation of this case revealed no device malfunction reported and a cause not determined based on available information. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.